Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device split apart and dislodged. The intervention required was done by a trained caregiver, the patients' mom - who was also a nurse practitioner. The outcome of the event was resolved. There was history of craniofacial malformations resulting in nonpatent upper airway. There was patient involvement and no patient harm reported. Patient's initial was hk, date of birth was on (B)(6) 2023, 31 pounds, caucasian, not hispanic and g-tube dependent.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.